Manufacturer narrative:
Investigation summary the actual sample is unavailable for investigation. Photos are provided for verification. According to the device history record review, during the manufacturing process no issues were reported for damaged or broken lids for the lot numbers reported under this complaint. A review of the ncmr¿s was performed; the results exhibit no issue reported for the same part number and issue throughout the last twelve months. Based on this investigation and lot numbers provided, we are able to confirm that these products were manufactured by flex (see table below). Within global complaint report, customer mentions broken sharps container lids on arrival, however, no additional information like clear pictures of the damaged products or original package was received. According with this investigation, it was noticed that this issue arose from a product sold in australia and all the shipping and transportation process for asia pacific products indicates that flex is in charge of manufacturing, packaging and loading of the product, while bd is in control of transportation, transshipment, distribution and final delivery. For this reason, it can be concluded that products sold out of USA goes through different distribution stages where this kind of issue may be generated due to handling carried out during the transportation and those activities are out of flex¿s reach. Considering that failure mode is related to broken parts, the mold was verified to rule out that the issue could be generated by a damaged on the mold, the assessment confirms that mold was free of damages. Based on that assessment, it can be confirmed that the issue could be generated by several variables like hit, incorrect handling, incorrect storage or non-suitable packaging during partial sells. As part of this investigation, a review of customer complaint records was performed; according to the cc¿s records, two additional complaint was received through the last twelve months for the same part number and issue. These previous complaints were closed as incomplete since there was not enough information to determine the root cause. Due to no sample being received, an investigation could be performed on basis of photo representation, and a root cause could be determined as potential root cause as below: ¿ product damaged during the transshipped process made by bd¿s second provider. ¿ non-controlled method to ship partial boxes to end user. ¿ product damaged during the shipment or distribution. ¿ incorrect repackaging at the time to perform partial sales. Conclusion: based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there was not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect broken or damaged lids.

Event description:
It was reported while using bd sharps coll 22.7l yel au 1103 non-vent the lids were either broken or missing a clamp. This occurred 26 times. There was no report of patient impact. The following information was provided by the initial reporter: broken sharps container lids on arrival. Please see attached word document with details. Product code cat#303509 with defect: 2293956 lot - 4 unit (broken) 2214938 lot - 2 unit (broken) 2324914 lot - 1 unit (broken) 2268929 lot - 2 unit (broken) 2219920 lot - 1 unit (broken) unknown lot - 1 unit (no clip lid) 2268935 lot - 5 unit (broken) 2293958 lot - 6 unit (broken) 2083960 lot - 1 unit (broken) unknown lot - 1 unit (broken) 7077962 lot - 1 unit (broken).

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: h.4. Device manufacture date: unknown. D.4. Medical device lot #: the following lots were reported 2293956, 2214938, 2324914, 2268929, 2219920, however, they are not a lot # manufactured for the reported catalog #: 303509. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2268935. D4. Medical device expiration date: h4. Device manufacture date: 11oct2022. D4. Medical device lot #: 2293958. D4. Medical device expiration date: h4. Device manufacture date: 01nov2022. D4. Medical device lot #: 2083960. D4. Medical device expiration date: h4. Device manufacture date: 04apr2022 d4. Medical device lot #: 7077962. D4. Medical device expiration date: h4. Device manufacture date: 20apr2017. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd sharps coll 22.7l yel au 1103 non-vent the lids were either broken or missing a clamp. This occurred 26 times. There was no report of patient impact. The following information was provided by the initial reporter: broken sharps container lids on arrival. Please see attached word document with details. Product code cat#303509 with defect: 2293956 lot - 4 unit (broken), 2214938 lot - 2 unit (broken), 2324914 lot - 1 unit (broken), 2268929 lot - 2 unit (broken), 2219920 lot - 1 unit (broken), unknown lot - 1 unit (no clip lid), 2268935 lot - 5 unit (broken), 2293958 lot - 6 unit (broken), 2083960 lot - 1 unit (broken), unknown lot - 1 unit (broken), 7077962 lot - 1 unit (broken).